Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or anything unusual was observed. The nurse confirmed that while it is unclear if any fragments fell during the cleaning process after the surgery, no fragments fell on the patient during the procedure. There were no reports of fragments falling from the device while it was in use on the patient, and the patient has not returned to the hospital for post-surgical complications related to the retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys, the cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument/do not show damage. Broken piece is missing as a result of breakage. Size of missing piece is approximately 2mm x 1mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. A fragment of the yaw pulley broke off the outer part. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the fenestrated bipolar forceps had a broken wire. The procedure was completed with no reported injury.